Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated glucose after meals while using the ilet system, noting the device delivered approximately 3.5 units for meals and that postprandial glucose was higher than desired; the user had recently started on the ilet and was using a dexcom g7 and 6 mm/23 in infusion set, with education provided on adaptive meal learning, maintaining consistent ¿usual for me¿ meals, spacing meals by four hours, and allowing time for algorithm adaptation. Symptoms included hyperglycemia. Outcomes included no alarms and no medical interventions or hospitalization. Investigation included customer care troubleshooting and education regarding system behavior during the initial learning period. Investigation of this case revealed no device malfunction was identified, and the event was consistent with expected algorithm adaptation during early use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.